Event description:
The customer observed a falsely elevated alinity I total -hcg result generated for a patient sample. The following data was provided (interpretation of results </= 5.00 miu/ml is negative, > 5.00 miu/ml to < 25.00 miu/ml = grayzone, >/= 25.00 miu/ml is positive). (B)(6) 2026 sample ID (B)(6), patient had ivf procedure done and sample was drawn after. Initial result = 74.40 miu/ml, 18may2026 results = <2.30 miu/ml, <2.30 miu/ml. (B)(6) 2026 same patient, new sample obtained. Sample ID (B)(6) initial result = <2.30 miu/ml, repeat results = <2.30 miu/ml, <2.30 miu/ml, <2.30 miu/ml, 6.58 miu/ml, <2.30 miu/ml . No impact to patient management was reported.

Manufacturer narrative:
An evaluation is in process. A final report will be submitted when the evaluation is complete.section a patient information: refer to section b5 for complete patient information. This report is being filed on an international product, list number 7p51-20 has a similar product distributed in the us, list number 7p51-21/-31, and a 510k/PMA/bla number of k170317.